Manufacturer narrative:
(B)(4). Multiple reports were submitted along with this report 0001825034-2022-01188. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the threads of the inserter fractured into the cup. The surgeon had to remove the cup from the patient's bone with another inserter. While doing this, the second inserter's threads stripped. No adverse events have been reported as a result of the malfunction and attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, h1, h2, h3, h6, h10 visual inspection found the threaded tip to be fractured. A portion of the face of the tip remains attached. The shaft is scratched and discolored. Discoloration, dings, and deformation is present on the strike plate. Complaint sample was evaluated and the reported event was confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.